Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed the customer was included in a field correction and planned to replace the pump. They provided guidance on return procedures and backup therapy, ensuring insulin delivery would continue without interruption. Customer was informed about the updated software version they would receive and was advised to wait for sensor sessions to end before inserting new sensors with the replacement pump. Steps for receiving and returning the pump were clearly communicated, with training made available through the tandem source account.